Event description:
It was reported that a needle was selected for use during a mitral clip procedure. During the procedure, when it was tried to insert the needle inside a sheath, it was felt like it was stuck and the tip got kinked. Thus, the kinked needle was retrieved and it was replaced with another lot. No patient complications were reported. The procedure was completed successfully. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).